Event description:
After complete calibration of device rptr was unable to duplicate accurate numbers on old mainframes tested low and new mainframes tested high while base unit was 100%. MFR tech support said they found a problem in the software. Older units were calibrated to dry barometric standard 713 mmhg vs new standards of wet barometric pressure which is 770 mmhg. This confusion could create problems for users with mixed systems such as the facility. Rptr believes others should be notified to check this out.